Manufacturer narrative:
The event date is approximate. The complaint was received from a consumer in the united kingdom.

Event description:
A consumer reported that the diamondclean power toothbrush metal shaft detached during use. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
Product was returned for investigation and confirmed a malfunction has occurred. The cause of the customers complaint failed shaft press fit.

Event description:
Product was returned for investigation and confirmed a malfunction has occurred. The cause of the customers complaint failed shaft press fit.